Event description:
The account alleged that the cable pulled away from the body of the pendant and bare metal wires were visible. The account has discarded the pendant and plan on using the bed w/o a pendant.